Event description:
It was reported that the customer experienced a high blood glucose level and was not sure if she received all the insulin that was programmed. The customer was concerned that her insulin pump was not giving her enough insulin. Her blood glucose level was 300 mg/dl. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.